Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hypoglycemia and hyperglycemia due to possible over delivery of insulin . The customer reported that she experienced low blood glucose level and her speech was impaired. The customer stated that she treated her blood glucose with glucagon and with three boxes of juice. The customer that her blood glucose went to 4.0 mmol/l. The customer also reported that the current blood glucose level was 12.2 mmol/l. The customer stated that she believed that the insulin pump over delivered the insulin because of the low incident that happened yesterday and today. The customer stated that she was sleeping prior to having low. The customer reported high blood glucose ranged from 13.2 mmol/l to 29.9 mmol/l. It was reported that according to the pump programming , after she removed reservoir and it appeared that the insulin pump had more than 200 units of insulin on (B)(6) 2018 and 202.6 units lefts . The insulin pump passed the self test. The customer was advised to monitor the insulin pump. It was reported that the insulin pump was out of warranty. The insulin pump was not expected to return for analysis. (B)(4).